Event description:
A 6 mm diameter x 30 mm length bridge assurant biliary stent was inserted in a patient for treatment of iliac lesion in 2002. Vbessel morphology and the amount of lesion calcification is unknonw. It was reported that the device would not pass through the hemostatic valve of a 6 f terumo sheath. The sheath was exchanged for a 7 f terumo sheath and the stent was succesfully implanted. No clinical sequelae were reported, and the patient is reported to be fine.